Manufacturer narrative:
Device not returned to manufacturer.

Event description:
During dialysis treatment, the patient's venous needles dislodged from the patient's access resulting in blood loss of 500cc, machine was tested and passed functional testing. Treatment was not completed and patient was sent to the hospital for stat hemoglobin blood-work, results came back 10.3 hemoglobin level, patient was discharged same day. Clinic followed up with patient's hemoglobin levels during dialysis treatment on (B)(6) 2015, results 8.8 level, clinic administered mircera 100mcg during treatment on (B)(6) 2015, clinic followed up again on hemoglobin levels during treatment on (B)(6) 2015 results 8.7 level, and labs drawn again for hemoglobin during treatment on (B)(6) 2015, results 9.3 level, scheduled to administer 150mcg of mircera on (B)(6) 2015. On 12/09/2015: per nurse no further incidents have occurred, patient has not had any further complications.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
During dialysis treatment, the patient's venous needles dislodged from the patient's access resulting in blood loss of 500cc, machine was tested and passed functional testing. Treatment was not completed and patient was sent to the hospital for stat hemoglobin blood-work, results came back 10.3 hemoglobin level, patient was discharged same day. Clinic followed up with patient's hemoglobin levels during dialysis treatment on (B)(6) 2015, results 8.8 level, clinic administered mircera 100mcg during treatment on (B)(6) 2015, clinic followed up again on hemoglobin levels during treatment on (B)(6) 2015 results 8.7 level, and labs drawn again for hemoglobin during treatment on (B)(6) 2015, results 9.3 level, scheduled to administer 150mcg of mircera on (B)(6) 2015. (B)(6) 2015: per nurse no further incidents have occurred, patient has not had any further complications.